Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a surgical procedure to relocated artificial urinary sphincter (aus) pump so that patient is able to use it. No information about the patient outcome is available at the moment. Additional information was received. Patient was not able to reach the pump due to poor positioning. There was no migration. Issue was discovered 6 weeks after implant during device activation appointment.